Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed. Medwatch # mw5044495.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during esophageal dilatation performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon ruptured, and 2-3 ml of contrast leaked into the right lung. The procedure was then converted to an open gastrostomy tube placement, and a chest tube was inserted into the right lung. There were no known patient complications reported. There has been no additional information made available at this time. If any further relevant information is received, a supplemental MDR will be filed.